Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope probe and plastic tip were covered with blood and with dried blood crusts. The issue occurred during maintenance of the device. There were no reports of patient involvement.